Event description:
It was stated that the customer was hospitalized for high blood glucose levels. The nurse stated that the customer was released from the hospital, but he returned shortly after. Troubleshooting was performed. Found several battery out limit and bad battery alarms in the history. The insulin pump was not programmed correctly and no boluses had been recorded since (B) (6) 2010. The insulin pump passed the prime tests, and no delivery alarm had recently alarmed. Advised the nurse of the impact of having the wrong programming in the insulin pump. Assisted with the correct programming. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.